Event description:
A healthcare worker experienced a burning sensation to the left thum, index finger, and the right thumb after removing items from a completed cycle. The worker rinsed the affected areas under running water and did not seek medical attention. The worker's symptoms resolved within one day.